Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) exhibited loss of radiofrequency telemetry and was unable to be interrogated. No intervention was performed. The patient had no consequences.